Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis in damaged condition. The event history log was reviewed with no evidence of complaint noted. The pump was powered on, cassette attached and a visual inspection performed. The front and rear housings were cracked and damaged. The cassette was attached and a "no disposable, pump won't run" alarm occurred; duplicating customer's complaint. Based on the evidence, it is unknown as to what the problem source was.

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump alarmed no disposable available (nda). There were no reported adverse effects.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be missing the battery door. There was evidence of a "wrong cassette" in the event history log. Pressure testing was performed and the device passed. Further inspection found fluid ingression corrosion near the downstream occlusion sensor. The fluid corrosion was attributed to user interface.

Manufacturer narrative:
Additional information was received indicating this observation occurred during product maintenance testing. There was no patient involvement.